Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
It was reported that the customer had a motor error alarm during bolus, basal rates on the insulin pump. The customer's blood glucose unknown mg/dl. The customer does not use the sensor feature on the insulin pump. The customer was asked if recalls any significant leading to the alarm. The customer response is none. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.